Manufacturer narrative:
(B)(6). The pump was returned to animas. The keypad buttons intermittently activated desired pump functions when pressed. The buttons did not spring or click back normally. Contamination was found under battery compartment contacts. Unrelated to button function, there was a crack found in the battery compartment. The owner's booklet informs the user that cracks can impact the battery contact and/or waterproof feature of the pump.

Event description:
The distributor reported that the buttons were sticking.